Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the lot number of the device was not provided, the manufacturing date is unknown. Device history records were reviewed for lots manufactured one year before the event date and no abnormalities were detected. Based on the results of the investigation, it is likely the event ¿unable to inject liquid into the target tissue¿ occurred due to the compressive bucking on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. It was likely that the friction between the outer tube and the needle increased by the following factors: ·the needle extended/retracted while the tube was coiled in inspection of operation. ·the slider was abruptly pushed. ·the kink of the tube. ·angle of the distal end of the endoscope the exact cause could not be conclusively identified. The event can be detected/prevented by following the instructions for use which state: ¿"before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ¿do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ¿before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. ¿confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. ¿when inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. ¿do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded after the event by the customer. Therefore, the reported phenomenon and condition of the device could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, when the injector (needle) was used to inject, it was abnormal due to clogging. The therapeutic colon polypectomy was completed using a replacement device. There was no report of patient harm or health damage.